Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedance on the right atrial (ra) lead channel measuring above 3000 ohms. Technical services (ts) recommended further in-clinic evaluation. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedance on the right atrial (ra) lead channel measuring above 3000 ohms. Technical services (ts) recommended further in-clinic evaluation. Additional information was received indicating that this right atrial (ra) lead was fractured, and the physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedance on the right atrial (ra) lead channel measuring above 3000 ohms. Technical services (ts) recommended further in-clinic evaluation. Additional information was received indicating that this right atrial (ra) lead was fractured, and the physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Correction to field b3: date of event.